Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component has confirmed that the screw has fractured; the head of the screw has been detached from the threads. Although a complete dimensional analysis cannot be performed due to the damage, visual inspection of the screw and review of the product's complaint history did not provide any indication of a manufacturing defect that would contribute to this event. No lot or order number has been provided. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.